Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon retracting the angio-seal, the tamper tube did not expose, and the suture came apart from the device. The doctor was able to thread the tamper tube back on the suture and slide it down the suture and manually tamped the collagen. Everything looked well and there was no bleeding or hematoma noted. Hemostasis was obtained with the device. There was no harm to the patient. The patient was stable, and the procedure outcome was satisfactory. Additional information was received on 15dec2019. The procedure performed was a right leg angiography with intervention. A 6fr procedural sheath was used. A pre-deployment angiogram was performed, and closure was acceptable. No difficulty was noticed during insertion of device nor retraction; it appeared as if the suture was not attached inside of the device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.